Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited a charging malfunction in which the battery indicator showed charging on the pad but the state of charge remained about 40 percent when removed, consistent with battery depletion or charge retention failure of the power/charging subsystem. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no alarms, no medical intervention, and no hospitalization. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.